Event description:
Event description guidant received information that this lead was not capturing at 6.5v, the field representative started at 7.0v they also tried 5.0v with a pulse width of 1.0ms. The daily measurements were stable, impedance measurements are around 430-480 ohms, with an r wave amplitude of 3.0mv. With the reprogramming of ventricular paced and sensed and inhibited (vvi), there was still intermitent loss of capture. When the fcr had the patient move to different positions to recreate the loc, complete loc occurred in 2 of the positions. The patient reported he had no symptoms with the loc.